Event description:
It was reported that the pt experienced an overdose (date of event was unclear). The pt noted left leg heaviness and then feet went numb and numbness "crept up into body" around hip and abdomen area following a pump refill session. The pt "turned grey, lips were blue and had trouble breathing". The pt was admitted to the hospital and "this happened again on thursday while in hospital". The reporter indicated that the pt was told that the symptoms were due to the "pump giving them too much medication". The pt had noted hearing a "ticking sound" since implant that was getting louder recently (up to 43 times per minute). On (B) (6) 2010, the pt had an appointment with the hcp. They "backed off on med"; however, that night when pt was at home, she had another episode and "collapsed in kitchen". The pt was home at the time of the report. The pt also had noted pain in the abdomen around the pump. Per the reporter, the "trial helped with pain but as time goes on, pump does not seem to be helping with pain and pain is worse than it was before implant." The managing hcp later reported that "no ticking has ever been confirmed by our staff. Pump appears to be functioning". Expected volumes have been accurate and pain relief adequate per the hcp. The hcp was considering making dosage adjustments at the next refill in (B) (6) 2010. The pump contained baclofen 150 mcg/ml, dilaudid 10mg/ml, and bupivicane 12 mg/ml. Per the hcp, the ticking "might be heart valve"; no injury was reported.

Manufacturer narrative:
(B) (4).